Manufacturer narrative:
Results: five customer samples were pressurized leak tested for leakage in tubing with no defects identified. Photos were also submitted that showed leakage, but the defect is indetermined. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6095545. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set had a noticeable blood leak outside of the tubing during use. No report of mucous membrane exposure, no injury or medical interventions.